Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, a definitive root cause for the reported product problem was not established. However, it is likely that the scope connector had leakage. The water invaded scope connector and abnormality such as short circuit temporarily occurred. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image. IFU instructs to perform leakage test prior to manual cleaning and contact olympus when leakage is detected. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.